Event description:
It was reported the customer was experiencing low blood glucose. Customer has had three low blood glucose events. The customer stated their latest low blood glucose was 63 mg/dl. Customer also believed their basal rates were incorrect. Customer declined to troubleshoot for their low blood glucose event. The customer also reported a blank display after their battery died. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.